Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for non-malignant pain. The caller reported that the patient is charging for longer time periods than they previously were. They stated that 2 charging sessions ago, it took ¿hours¿ to charge from 0-100%. The caller noted that the patient¿s last charging session was 5 hours, and they never completely finished. According to the patient, their charging sessions used to only take about an hour to go from 0-100%. It was noted that all charging was done excellent quality. Technical services reviewed recharge rates and different recharge speeds and qualities, and steps to change the recharge speed on the patient controller. Troubleshooting could not be done at the time of the report, as the caller did not have access to the equipment. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative. It was reported that the patient noted the charging quality was consistently excellent but the manufacturer representative had not yet met with the consumer to determine the actual cause of charging taking longer. The patient was going to recharge one more time and track the time it took and the connection quality. If it still took a long time to recharge they would be setting up an appointment in the clinic. There was nothing scheduled at this time. It was confirmed that the patient had the recharger in the fastest mode. There had not been any follow-up from the patient at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in (B)(6) 2018, the ins had started taking 5 hours to charge on occasion, and on those occasions the patient noted the connection was "excellent". No symptoms were reported. The patient met with a manufacturer representative (rep) on (B)(6) 2018, and the rep suggested replacing the charging cord. The patient contacted patient services to do that but troubleshooting could not be performed since the patient did not have the charging cord with them at the time of the call. It was noted the patient would call back when they have the recharging cord. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the recharger was not working because it took him a long time to charge, he had been charging since 2:42pm and ins was only 50% with excellent quality. Patient noted he spoke with rep about 3 weeks ago about issue and rep told him to call for replacement. Patient stated the problem started 3 months ago, he called and didn¿t have equipment with him. A replacement recharger would be sent. It was noted recharger took a long time to charge implant. No further complication and no symptoms were reported.